Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this system has been exhibiting bipolar pacing impedance measurements greater than 2000 ohms on the right ventricular channel which triggered the lead safety switch. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be updated if additional details are received.